Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of patient's perforation. Imdrf device code a0401 captures the reportable event of corewire break.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during a rendevouz endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the hydra jagwire looked strange under radiologic procedure. When they removed it, they realized that the curvature was missing. It was also reported that the hydra jagwire came with only one flexible tip. The physician noticed it under the radiologic vision and the patient was perforated. The procedure was completed with a second hydra jagwire. No further information regarding this event has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf patient code e2114 captures the reportable event of patient's perforation. Imdrf device code a0401 captures the reportable event of corewire break. Block h11: the returned hydra jagwire was analyze. During visual, microscope and tactile inspection there were no any visible problems noted, and the core wire was not broken. The customer provided two pictures, one showed a whatsapp chat and the other showed the device inside its pouch, but the reported problem was not observed. With all available information, boston scientific concludes the reported event of core wire break was not confirmed. The device did not have any visual damages. The device was submitted to a visual, microscope and tactile inspection and did not show evidence of the alleged problem or any defect that could have contributed to the event reported. Therefore, the most probable root cause is no problem detected. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during a rendevouz endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the hydra jagwire looked strange under radiologic procedure. When they removed it, they realized that the curvature was missing. It was also reported that the hydra jagwire came with only one flexible tip. The physician noticed it under the radiologic vision and the patient was perforated. The procedure was completed with a second hydra jagwire. No further information regarding this event has been obtained despite good faith efforts.